Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element plus, ous 3.00 x 38 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found a break situated at 23 cm distal to the distal end of strain relief as well as multiple kinks located immediately distal and proximal to the braking site. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. The target lesion was located in a severely calcified coronary vessel. A 3.00x38mm promus element plus stent was selected for use. However, the delivery shaft was fractured during advancing. The procedure was completed with a different device. No patient complications were reported.